Event description:
A completed questionnaire was received by the surgeon indicating the event occurred during cataract removal phase. The patient¿s anterior chamber shallowed which resulted in corneal folds. Ophthalmic viscoelastic solution was injected into the eye to re-pressurize. There was no patient harm reported. The events reported by the customer about irrigation and the footswitch non responsive occurred due to the nature of system message displayed which made the system inoperable. System messages and associated actions are intended functions presented as a precursor to mitigate an unanticipated condition. Therefore this event no longer meets reporting requirements.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. This report does not meet criteria for reporting as a device malfunction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A completed questionnaire was received by the surgeon indicating the event occurred during cataract removal phase. The patient¿s anterior chamber shallowed which resulted in corneal folds. Ophthalmic viscoelastic solution was injected into the eye to re-pressurize. There was no patient harm reported.